Event description:
New information received indicated that there was vegetation noted on the tricuspid valve that was seen under echocardiogram.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2025-12323, related manufacturer reference number: 2017865-2025-12325. It was reported that the patient's pacemaker and leads were explanted due to infection. The pacemaker was replaced with leadless pacemaker. The patient was stable throughout.